Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), quality control and trends were conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the indications for use, contraindications, warnings, precautions, and correct deployment procedure. The IFU states, " advance the sheath slowly until at least one stent of the iliac leg graft overlaps with the main body and not pass the radiopaque marker band positioned 30 m from the proximal end of the iliac graft, if there is a tendency for the main body to move during this, hold it in position by stabilizing the gray positioner on the ipsilateral side. To deploy hold the iliac leg graft in position with the gripper on the gray positioner while withdrawing the sheath. Ensure overlap is maintained. During the final angiogram, verify the position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. Based on the information provided, no product returned and the results of the investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). . This event is currently under investigation. (B)(4).

Event description:
A 16 mm x 90 mm iliac leg graft was being implanted in patient's left iliac. The gold marker on the graft was aligned with gold checkmark on the contralateral limb of the 30 mm x 111 mm main body and the unsheathing process began. It was noticed that the gold marker had migrated distally, although overall placement of the left iliac's graft proximal sealing stent was at max overlap within the main body graft. At that point, the physician stated that he did feel more resistance than usual while unsheathing the iliac leg graft . It was observed under fluoroscopy that the gold marker of the iliac leg graft had migrated into the aneurysmal sac. The gold marker did remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, it is not known if the patient did experienced any adverse effects due to this occurrence.